Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, and continuous flush was maintained throughout the clinical procedure. According to the physician, the wire became firmly stuck in the patient's left pca (posterior communicating artery) territory. The wire was possibly advanced into a small pca side branch rather than the larger parent trunk as expected. The guide wire was cut at the groin with a wire cutter and had to be left behind in the patient. The un-retrieved fragment was not removed from the patient's anatomy and a small volume subarachnoid hemorrhage was noted around the distal end of the wire post op. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the guidewire (subject device) was stuck inside the posterior communicating artery (pca) when the physician attempted to remove the subject guidewire. The physician made several attempts to remove the subject guidewire but was not successful. The physician had to cut the subject guidewire at the groin and leave it behind in the patient's anatomy. The physician indicated that the guidewire was possibly advanced into a small pca side branch rather than the larger parent trunk as expected. A small volume of subarachnoid hemorrhage was noted in patient around the distal end of the subject guidewire post procedure. It was reported that the patient has been made palliative.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the guidewire (subject device) was stuck inside the posterior communicating artery (pca) when the physician attempted to remove the subject guidewire. The physician made several attempts to remove the subject guidewire but was not successful. The physician had to cut the subject guidewire at the groin and leave it behind in the patient's anatomy. The physician indicated that the guidewire was possibly advanced into a small pca side branch rather than the larger parent trunk as expected. A small volume of subarachnoid hemorrhage was noted in patient around the distal end of the subject guidewire post procedure. It was reported that the patient has been made palliative.